Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection and evaluation, the nozzle of the insufflation channel was clogged by a solid and translucid plastic material. Additional non-reportable findings were as follows: the bending section cover the glue was worn out, the distal end insulation was found out of specifications, the light guide lens was chipped, the bending angulation was found out of specification, the plug unit was scratched, and the charge-coupled device unit was damaged. It is most likely that that the issue found was due to mishandling of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had too much pressure in the air-water channel during automated endoscope reprocessors (aer) treatment. There was no patient involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle of the insufflation channel was clogged by a solid and translucid plastic material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging of the air/water nozzle appeared to be a clear, plastic like material but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, it is likely that the user tried to unclogged the nozzle with some kind of cleaning brush which broke into the nozzle. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.